Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 350cc and experienced symptoms including brain fog, chronic fatigue, night sweats, nipples off to the side, depression, anxiety, inability to concentrate, allergies, thin hair, vision changes, developing arthritis, bad stabbing pain by bra in the back, ingrown toe nail, heel hurting, tinnitus, blurred vision, burning and itchy eyes, nausea, chronic diarrhea, urine smells extremely strong, body odor, headaches, bottom of feet throb with numbness, balance and coordination is off, red spots on face periodically, dry skin, vaginal discharge, dizziness/vertigo symptoms, feels very short winded, breathing issues, congestion, hot and cold chills during sleep, night sweats, body inflammation, hip pain, aching joints, broken teeth, feeling of absent mindedness in the middle of a conversation she will forget a sentence, confusion, body weakness, stomach pain, lumps under the right arm, and general unwellness. The patient also experienced a rupture on the right side post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side device.